Event description:
It was reported while in clinical use the v200 had error code 9003 flow sensor failure. No reports of patient/user harm or injury. Investigation is ongoing.

Manufacturer narrative:
Initial reporter address: (B)(6). Institution/reporter phone#: (B)(6).

Manufacturer narrative:
H10: the device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that error code 9003, flow sensor failure, had occurred. The customer declined service and repair. No work was performed or provided by philips. The customer declined service and repair. No work was performed or provided by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.